Event description:
It was reported that the intraocular lens haptic broke during implantation. The surgeon enlarged the incision to remove the lens and implanted the backup lens, same model and diopter. Sutures were necessary. Patient's prognosis is good. Please reference MDR #1119279-2013-00186 for the delivery used in this event.

Manufacturer narrative:
The lens has been returned to bausch + lomb and is currently under evaluation. Results will be submitted to the FDA in a supplemental report. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.